Event description:
Review of pre-implant cta¿s revealed that the patient had a 22mm proximal neck flow lumen diameter. The infrarenal neck was angulated 45deg a-p to the distal aorta. The neck contained areas of calcification. The max diameter aaa measured 5cm and contained thrombus (1.5 ¿ 2.5cm flow lumen). The distal aortic diameter was 20mm and extensively calcified. The common iliac arteries were aneurysmal and calcified. The right common iliac artery flow lumen diameter ranged from 15 ¿ 22mm, and the left common iliac artery flow lumen diameter ranged from 13 ¿ 21mm. The iliacs were mildly tortuous. Angiogram images during implant were reviewed. Approximate aortic measurements in the l-r axis using the calibrated catheter were noted: the neck flow lumen diameter was 23mm just below the lowest left renal artery. The distal aortic diameter was 17mm. The origin of the right common iliac artery measured 10mm, dilated out to 21mm at mid-length, and narrowed to 18mm near the iliac bifurcation. The origin of the left common iliac artery measured 12mm, 11mm at mid-length, and dilated out to 21mm near the iliac bifurcation. Images during stent graft implant and post-implant were not seen on the films. Review of cta¿s from 6 weeks post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. The ipsilateral limb was positioned into the distal left common iliac artery, and the contra limb into the distal right common iliac artery. The max diameter aaa measured 4.9cm. Contrast was seen within the right-lateral aaa sac, likely from a type ii lumbar artery. Within the small and calcified distal aorta the stent graft limbs were compressed down to 19mm in diameter; the ipsi/left limb ID was compressed to 5mm x 17mm. Both limbs were patent. The distal left limb diameter was approximately 17mm, and the distal right limb was 15mm. No other stent graft issues were observed. Review of cta¿s from 2-1/2 years post-implant revealed that the bifurcate was positioned just below the left renal artery. The max diameter aaa measured 5.2cm. There was contrast seen outside the stent graft from a possible type ii endoleak. Contrast was also seen proximal to the distal aorta from a type ii, distal type I, or a type iii fabric endoleak. Within the 20mm diameter distal aorta, the ipsi/left limb was again seen compressed down to 5 x 18mm ID. Both limbs were patent. The distal left limb diameter was approximately 18mm, and the distal right limb was 17mm. No other stent graft issues were observed. Angiogram images during an intervention were reviewed. Contrast was possibly seen outside the stent graft during retrograde injection from the distal right limb, however it was difficult to confirm the type and the source of the endoleak. Coils were placed bilaterally outside the stent grafts along the common iliac arteries. After the procedure was completed no clear endoleak could be seen. The cause of the reported bilateral distal type I endoleak could not be determined. It is possible that implanting within the calcified and aneurysmal common iliac arteries, and continued disease progression, may have contributed the endoleak and aneurysm enlargement. The observed type ii endoleak also may have contributed.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The diameter of right access vessel (common iliac) was 21mm. The diameter of left access vessel (common iliac) was 16mm. The length of right access vessel (common iliac) was 33mm. The length of left access vessel (common iliac) was 40mm. It was reported that a follow-up CT was carried out, and no endoleak was present. However, an ultrasonography showed a jetting endoleak upward from the terminal aorta. A final angiography was carried out and a type ib endoleak was confirmed bilaterally from the common iliac artery. There was also aneurysm enlargement. The physician approached from distal of stent graft, and then a metallic coil was used for the small space between the vessel wall of both sides of common iliac artery and the stent graft limb. The physician noted that the terminal aorta diameter was as narrow, approximately 18mm; which seems to be the cause of type ib endoleak in this case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).